Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported patient with corneal abrasion, foreign body sensation, photophobia, and excessive lacrimation of the left eye at five day photorefractive keratectomy (prk) post-operative visit. At visit patient complained of "felt like something was int he eye, tearing a lot, unable to open, little pain." Additional information has been requested.